Event description:
Per facility: resident was seated in chair and at some point the resident's hand must have falled between the side wall and the seat of the chair into the scissors mechanism, allegedly severing the resident's finger.